Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was reinstalled to resolve the issue. No report of patient involvement. This device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.